Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/11/2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient was taking medication containing acetaminophen. The patient stated that they felt low and took a finger stick reading and it was 60 mg/dl. The patient's cgm was reading 150 mg/dl at the time of the low event. The patient treated herself by drinking a glass of juice and felt okay. No additional event or patient information is available. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.